Event description:
The following information is from (B)(6) to nakanishi inc. (Nsk) regarding a device manufactured by nsk. Event summary: nakanishi received a complaint handpiece, x95, serial number (B)(4). According to the distributor, this handpiece had burned a patient. This vent is under investigation. Nakanishi has requested additional information from the distributor and now is waiting for the information. However, nakanishi has started the evaluation process of the returned product. Nakanishi will submit additional information including results obtained through the investigation as a follow-up report.